Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump found a motor ruby bearing anomaly. The pump event logs showed multiple stalls and stall recoveries occurring (B)(4) 2011(52,416 minutes), (B)(4) 2011 (188,701 minutes), (B)(4) 2012, and the pump was confirmed to be stalled when received. Additional troubleshooting confirmed that the pump continued to have multiple stalls and recoveries when integrated with lab view. It was noted during initial destructive analysis that the pump components appeared very clean with no evidence of corrosion. Final destructive analysis was performed and the pump components were thoroughly inspected finding a loose and ajar upper plug jewel for gear two. The plug jewel later inadvertently fell out and was lost while handling the motor during additional analysis. Further troubleshooting was performed to determine how the loose and/or absent plug jewel could have mechanically caused the stalls, but the root of the mechanical failure could not be duplicated. The motor was internally inspected for any other additional anomaly and none could be found. However, it was decided to leave the motor mostly intact within the upper and lower bridge if additional testing of the motor was needed or wanted in the future.

Event description:
It was reported that prior to implant, the new pump was interrogated to verify the calibration constant. The interrogation showed the usual message "the pump is in shelf state" that always appears at the first interrogation before implant and the calibration constant was ok. Another interrogation was performed to program the priming bolus, and at the moment of updating the pump, the message "stopped pump may exceed tube" appeared, and it was not possible to go on programming the bolus. The session was closed, and the pump was interrogated again, but the same message "stopped pump may exceed tube" appeared. It was unknown if the pump was near a magnet, but it was supposed that MRI was not used during the procedure or before the procedure. The pump was not implanted.